Event description:
Vns pt with lennox-gastaut syndrome developed an infection immediately after implant due to excessive drooling and the infection worsened, extending into the pt's breast tissue. It was also reported that the pt began having problems with aspiration which led to aspiration pneumonia. The pt reportedly had to eat almost pureed foods during this time and was already very thin. The pt has since had surgery (type known) and no longer has the problem with aspiration. The pt's device has been programmed to off for over two years. Review of manufacturing records for the bipolar lead confirmed sterilization of the device and revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the aspiration pneumonia.